Event description:
It was reported that the user experienced recurrent hyperglycemic episodes last recorded at 326 mg/dl specifically after eating cereal while using the ilet system, despite prior discussions with clinical staff and provision of glucose trend screenshots, and the case was routed to clinical decision support for further discussion. Customer care provided support that included case review and troubleshooting with education. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no device malfunction identified and no component-specific issue observed. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no alerts or alarms and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.